Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4). (B)(4) sent the subject device to a third party laboratory for microbiological testing and the testing indicated no microorganisms growth for the subject device. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause could not be determined at present. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during a routine surveillance culturing at the user facility, two channels of the subject device tested (B)(6) for enterobacter cloacae complex and staphylococcus warneri. The suction channel of the subject device tested (B)(6) for enterobacter cloacae and staphylococcus warneri (total of microbial colony count > 50 cfu). The auxiliary water channel of the subject device tested (B)(6) for staphylococcus warneri (> 50 cfu). There was no report of infection associated with this report.